Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that their freestyle flash blood glucose monitor would not power on, and the customer was not testing their blood glucose for approximately one week. The customer felt dehydrated and was vomiting. The customer reportedly asked her cousin how to treat symptoms of high blood glucose and her cousin advised her to treat herself with orange juice and sugar. After treating herself with orange juice and sugar, the customer then lost consciousness and was taken to a local hospital, where she was admitted overnight. Exact treatment administered to stabilize glucose level is unknown.